Manufacturer narrative:
The reported complaint of a user advisory - ua45 (not at "home" position after power-on/restart) error message on the autopulse platform (serial# (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed of a damaged bearing in the encoder gear box. Therefore, the root cause of the reported ua45 was due to a defective encoder gear box. There was no physical damage on the returned autopulse platform was observed during visual inspection. However, the driveshaft exhibiting binding and resistance caused by a sticky clutch plate. The faulty clutch plate was unrelated to the reported complaint. Deburring was performed to remedy the sticky clutch plate. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. To remedy the ua45, the defective encoder gear box identified was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number: (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) upon powering on. Customer was unable to rotate the shaft back to "home" position. No patient involvement.